Manufacturer narrative:
An event of aortic insufficiency and valve explant was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013, a 23 mm trifecta valve was implanted. On (B)(6) 2019, the valve exhibited aortic insufficiency and the patient was referred to surgery. The device was explanted and exchanged for a 25 mm edward inspiris after enlarging the annulus. Post explant, it was noted that the non coronary cusp was worn at the stent post. The patient is reported to be stable.